Event description:
It was reported that control-iq was not adjusting insulin delivery as expected. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. The customer consumed carbohydrates to address the bg level. Tandem technical support reviewed pump data and verified the control iq software functioned as intended.